Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of event was unknown. On the same day as the event onset, the patient was hospitalized for this event. On an unknown date, the patient was treated with ceftazidime injection (1gm, route. Frequency and duration were not reported) and vancomycin injection (1gm, route. Frequency and duration were not reported) for this event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.